Manufacturer narrative:
A partial lead with the distal tip measuring 49.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted to hospital due to syncope and was discharged without device interrogation. Patient received an alert for non-sustained rv oversensing. Intermittent lv loss of capture was noted upon reviewing the session records. Lead was capped and replaced due to high thresholds. There were no complications during the procedure. Patient was fine.